Event description:
Per the edwards lifesciences field clinical specialist report, during a transapical tavr procedure, the patient had a cardiac arrest and died. Case summary: the coronary ostium height was 7mm and the left main coronary artery (pmca) was pre-wired with a balloon . Bav was done with an 18 x 4 z-med balloon and there was severe cai post bav. A 23 mm sapien valve was then deployed and echo revealed severe cai with one of the leaflets not functioning which resolved with manipulation of a pigtail catheter. The patient then had v-fib and required CPR. A coronary angiogram then demonstrated timi 1.5 flow and st elevation related to a valve strut / bar or a hematoma from a ruptured annulus partially blocking the ostium of the lmca. The patient required fem-fem bypass support and a pci. Additionally, there was a tear in the apex as a result of CPR being performed while the transapical sheath was still in place and this was repaired. The patient had pulmonary edema from left sided failure secondary to acute cai and myocardial ischemia. The patient could not be weaned off coronary bypass pump, and passed away. The cause of death was reported to be cardiac arrest.

Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that, that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, the cause of the reported lv apex tear cannot be confirmed. However, per report the tear in the apex was a result of performing CPR while the transapical sheath was still in place. Additional risk factors for an apical tear are the patient¿s advanced age (90 years) and gender (female). The device was not available for evaluation. There is no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two reports being submitted for this case. Please reference manufacturer report no. 202015691-2013-21384.